Event description:
It was reported that the water temperature of the arctic sun device was not increasing or decreasing on manual control and water level showing full after emptying of machine. Per follow up information received via mail on 03jul2024, it was reported that the device in transit, will be coming into bd facility for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of the arctic sun device was not increasing or decreasing on manual control and water level showing full after emptying of machine. Per follow up information received via mail on 03jul2024, it was reported that the device in transit, will be coming into bd facility for evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.